Manufacturer narrative:
Product analysis: the error code was confirmed and attributed to the main printed circuit board (pcb) being out of specification. The pcb was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. No patient complications have been reported as a result of this event.